Event description:
On (B)(6) 2013, cormatrix cardiovascular rec'd details of an event involving the use of cormatrix ecm for carotid repair and a reported case of patch dehiscence. Details of the event are provided below. It was reported that a (B)(6) male patient had a left carotid endarterectomy with cormatrix ecm for carotid repair on (B)(6) 2013. The doctor reported that there was nothing unusual about placement of the patch. Prolene 6.0 sutures were used to secure the patch circumferentially and bites were taken from full patch thickness. On (B)(6) 2013, the patient was walking and suddenly didn't feel good. The patient was rushed to the emergency room and required secondary surgery. The patch had ripped out along the suture line in one location at the distal end of the endarterectomy on the internal carotid artery. Te attending surgeon indicated that the sutures were still present, untorn, but no longer in the patch. There was no evidence of infection. The patch was removed and replaced with bovine pericardium. The patient is reported as doing fine following secondary surgery.